Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b4 as 30-jun-2022. The correct date for b4 should be 01-jul-2022.